Manufacturer narrative:
The failure investigation has been completed and the alleged settings issue was verified. Additionally the alleged wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 675mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, and was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the wake button was unresponsive, and the pump time and date settings were incorrect. Customer confirmed the pump turned on when plugged into a power source, and cause for incorrect time and date was unknown. Reportedly, the customer corrected the time and date and continued to use the pump for insulin therapy.